Event description:
The account alleged that the head section will go down intermittently on its own after the head of the bed is raised. No pt impact.

Manufacturer narrative:
The account found an internal short in the pt hand pendant. The account disconnected the pt hand pendant to resolve the issue. They did not want the pt hand pendant replaced at this time.